Event description:
It was reported that while using bd vacutainer® push button blood collection set, a staff member experienced a needle stick injury. There was exposure to blood. No additional patient impact was reported. The following information was provided by the initial reporter: "during the collection procedure, the patient became un-cooperative, moved their arm and the needle of the pbbcs became dislodged before the staff member had a chance to activate the safety mechanism."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. G.5. PMA / 510(k)#: fpa. H.4. Device manufacture date: unknown . H.6. Investigation summary: "material #: 367338; lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.